Event description:
Hcp reported pt presented to ER with chest pain, tachycardia, hypertension and generalized tremors approx 1-2 days after prialt was filled into the pump reservoir. Add'l info has been requested from the hcp regarding interventions and final pt outcome. A f/u report will be sent when new info is rec'd.